Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel breast prosthesis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with two unspecified mentor gel breast prostheses that ruptured post-operatively. The issue was diagnosed during an examination on (B)(6) 2018. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch is for the second of the two devices.